Manufacturer narrative:
Clinical evaluation performed by medical affairs director: cup and liner revision surgery 8 months after cementless dual mobility total hip arthroplasty due to pain. During surgery cup fixation was confirmed, and no clue about the origin of the pain was found. From the scarce documentation received, we are unable to determine the cause for this problem. No specific complaint describing a defect in the implants was filed. Batch review performed on 07 february 2019: lot 175880: (B)(4) items manufactured and released on 31-jan-2018. Expiration date: 2023-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265), lot 177524: (B)(4) items manufactured and released on 20-feb-2018. Expiration date: 2023-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115), lot 174694: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 7 months after primary the surgeon revised the patient cup, liner and ceramic head. The surgeon suspected of cup loosening but was not confirmed during surgery. Anyway the surgeon performed cup, liner and ball head swap. The surgery was completed successfully.